Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause for customer complaint issue could not be determined. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).

Event description:
A surgeon reported a patient experienced a posterior capsule tear during surgery. The surgeon suspects a defective I/a tip to be the cause. Additional information has been requested. This is the fourth of four reports being filed for this facility.